Event description:
During a remote follow-up, an elective replacement indicator (eri) alert was received. Premature battery depletion is suspected, although not confirmed. No intervention was performed. The patient is stable.

Manufacturer narrative:
The report event of premature battery depletion was confirmed. The device was analyzed in the lab and premature battery depletion was confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.